Manufacturer narrative:
Concomitant medical products: product ID 8578, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: accessory; product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received form a healthcare professional via a company representative regarding a patient receiving intrathecal lioresal via an implanted pump. The pump was programmed to deliver lioresal 2000mcg/ml at a dose of 100mcg/day. The pump's indication for use (IFU) was listed as cerebral palsy and spasticity. The pump was implanted on (B)(6) 2015. The patient was admitted through the emergency room due to a possible pump pocket infection. The events that led to the event were unknown; however, the patient had presented with drainage and redness of the pump pocket incision site. Surgery was scheduled on (B)(6) 2015 to explant the pump and catheter. Cultures were taken of the cerebrospinal fluid, the pump, the catheter and the pump pocket; however no results were reported. At the time of the report, the issue was resolved and the patient status was alive - no injury. Follow-up information has been requested for culture results and cause of infection. If additional information is received, a follow-up report will be sent.